Event description:
The ge oec 9900 fluoroscopic system and the iris collimator close down and lock. The system needed to be re-booted to restore functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the fluor function board to resolve the malfunction. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.